Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an attempt was made to treat a micro-perforation with extravasation in the circumflex coronary artery with a 3.5x16mm rx graftmaster covered stent, but the graftmaster failed to cross due to the difficult anatomy. After successful placement of a guideliner catheter, a 3.5x19mm rx graftmaster covered stent was deployed without issue and successfully sealed the perforation. However, the patient subsequently expired. The cause of death was reported to be due to cardiogenic shock, pulseless electrical activity, and pulmonary hemorrhage. Per the physician's opinion the graftmaster stents did not cause or contribute to the patients death. No additional information was provided.